Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slidestainer had a fluid leak. Customer reported that the leak was contained within the instrument. Customer reported that the volume of the leak was 20 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found bath number 1 would not fill because of a bad peri pump. The fse replaced the peri pump and validated the system.

Manufacturer narrative:
(B)(4).